Event description:
Pt received a l4-l5 posterolateral fusion (plf) with bilateral pedicle screws and rod instrumentation in (B)(6) 2012. In 2014 the physician confirmed that the pt had pseudarthrosis. Pt presented post motor vehicle accident (mva) with exacerbated back pain. These conditions prompted a planned revision surgery. During the removal of all hardware in a pt, a fractured spherx deformity pedicle screw was discovered.

Manufacturer narrative:
(B)(4). Eval of the fractured surface of the bone screw suggests there was a cyclical fatigue failure. Review of the device history records notes no material non-conformances or mfg errors that may have caused or contributed to this mode of failure. It is unk if the pt complied with post-operative care instructions, but the pt had pseudarthrosis adn was recently involved in a mva. The contributing factors to the fatigue failure are the pt's mva, pseudarthrosis, and two year duration to failure, though it is inconclusive which directly caused the screw fracture. See scanned page.